Event description:
In 2002 the end-user called medtronic minimed, USA and stated that their site became infected and abscessed while using the rapid infusion sets. The abscess was surgically removed by an incision at the site. The end-user would like the unused samples to be tested for sterility. In august 2002 maersk medical a/s received the complaint and 200 unused sets from 3 different lot numbers.